Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for degenerative disc disease and spinal pain. It was reported that the device with explanted more than six years ago. Rep was not working with scs at that time and the rep who was involved is no longer with medtronic, rep was not aware if she was notified of the explant. Rep found out this evening this patient had his devices explanted when they were following up with prp's so updated mstar and now creating this report. Patient states no environmental nor external factors may have led to this issue. Per patient, medtronic rep, who is no longer employed with the company, had met with him multiple times for reprogramming. Issue is resolved.

Manufacturer narrative:
Concomitant products: product ID: 39286-65, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: 23-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.